Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced fluctuating blood glucose (bg) levels (51-274 mg/dl) on multiple occasions. Customer stated that impact to bg's is due to stress. Customer delivered boluses to stabilize elevated bg's and drank orange juice to stabilize low bg's.